Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. As the 7.0x20mm 135cm charger balloon was inflated the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. As the 7.0x20mm 135cm charger balloon was inflated the balloon ruptured. The procedure was completed with a different device. No patient complications were reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. As the 7.0x20mm 135cm charger balloon was inflated the balloon ruptured. The procedure was completed with a different device. No patient complications were reported

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the shaft of the device found no anomalies. An attempt made to inflate the balloon to its rated burst pressure failed due to a pinhole leak located approximately 6mm distal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).